Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operative hernia repair, the third mesh was implanted after the two from another brand. Fourth bowel resection was needed due to injury during lysis. The sixth repair and implantation of mesh was done. There is at least additional one hernia was formed so additional surgical repair will be needed coming this year. The hernia repair and mesh implantation causes unrelenting abdominal pain, high blood pressure due to weight gain, and mild sleep apnea to the patient.